Event description:
Complainant alleges "the item # is 934412 and our clinical staff has been finding holes in them when they put the probe cover over the probe. You can't see the holes until the cover is stretched out, if that makes sense."

Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.